Event description:
It was reported that the patient had diarrhea and was dehydrated and then fainted in (B)(6) 2013. It was noted that when the patient moved the bowels it "sounded like urination." Additional information requested but had not been received as of the date of this report.

Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
Product ID 3889-28 lot# v920746, implanted: 2012 (B)(6), product type lead product ID neu_un known_prog lot# serial# unknown, product type programmer, physician. (B)(4).